Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer (with a neurostimulator for failed back surgery syndrome and spinal pain) regarding an event that occurred in (B)(6) 2015. It was reported that the stimulation was increasing on its own. The patient said that within five minutes of decreasing the stimulation to 1.0 volts while laying on his stomach, the stimulation was back up to 2.10 volts. The patient said it would hurt when the stimulation would go back up to 2.10 volts. Also, when the patient bent over, it was like the device thought he was laying on his stomach and it would hurt when the stimulation went up to 2.10 volts. It was reviewed that the patient needed to stay in the position for 3 minutes, and the patient did not know he needed to stay in the position for 3 minutes. The patient stated he would stay in the position for 3 minutes. Additional information was requested regarding the circumstances that led to the event, actions or interventions taken, and the resolution. A follow-up report will be sent should additional information be received.